Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an arteriovenous fistula surgery under local anesthesia procedure on (B)(6)2025 and a suture was used. The patient was diagnosed with "chronic kidney disease stage 5" and required long-term dialysis treatment. On the first day after diagnosis, the patient came to the hospital for treatment. The outpatient department planned to perform "renal dialysis arteriovenous fistula" and the patient was admitted. The patient was conscious and had stable vital signs. On the second day after diagnosis, surgery was performed. During the operation, the doctor used sutures to suture, but two consecutive sutures broke. The use was immediately stopped, and other types and specifications of sutures were replaced. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.